Event description:
Reporter alleged the customer received the results of 29.0 mmol/l and 7.0 mmol/l back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated the customer's hands were cleaned in between the readings. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).